Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from germany that a cup burst during use. No injury occurred. The MFR has implemented corrective actions to prevent reoccurrence of this event.